Event description:
It was reported that the customer's insulin pump was damaged at the casing. The customer also experienced low blood glucose. The customer's blood glucose was 40 mg/dl. The customer further reported a strange sound coming from their insulin pump that was not occuring at the time of the call. The customer stated that he would talk to their healthcare provider regarding a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.